Event description:
A medtronic representative reported that, while in a l3-s1 fusion procedure, a navlock tracker was damaged. The surgeon noted the awl-tip was fixed in the gray navlock handle. Saline and force were used to separate the two instruments. It was reported, at a later date, that a thoracic probe also became fixed in the gray navlock handle during the same procedure. The surgeon completed the spine procedure with the use of the navigation system. There was no impact on patient outcome.

Manufacturer narrative:
Patient weight not available from the site. Rmas issued for the gray navlock universal tracker, 4.5-5.5 awl tip and thoracic probe. No parts have been returned to manufacturer for analysis. Parts not returned.